Manufacturer narrative:
(B)(4). Although requested, the customer stated that no product will be returned and no log review is required.

Event description:
During discussion of another stent, director of quality improvement services mentioned the following scenario: rn set up pca infusion with concentration of 0.3 mg/ml instead of 1 mg/ml which was ordered. During shift, the programming error was caught. No effect to pt as a result of event. Pump was subsequently reprogrammed correctly. No other clinical, pt, or device info will be forthcoming per director of quality improvement services. No event log review will be required. This life serves to documents the conversation. There was no report of pt harm or medical intervention required. Customer stated that no add'l event or pt info is available.